Event description:
Procedure performed: robotic sleeve event description: 15mm trocar that had the seal break off into a patient. Additional information was received via email on 26oct2023 from applied account manager: the entire seal housing or cap did not detach. Pieces fell into the patient. All pieces were retrieved from the patient. There were black and clear pieces. The entire seal was fell out not the double duckbill. [Competitor device] stapler was being used on the 3rd load at the time of the incident. A 5 mm grasper, [competitor device] stapler, and 5mm suction cannula were being used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. No patient injury occurred. Finished case with a new seal on original cannula. Additional information was received via email on 01nov2023 from applied account manager: no seal components were cut or removed by the customer. I¿m assuming the stapler is what caused the seal to come off as they entered the third load into the trocar. Yes, it was the black and clear piece of the seal, but not the double duckbill part. Seal housing is available for return. Cannula was discarded after the case. Type of intervention: finished case with a new seal on original cannula. Patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation and particulation. The returned black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Event description:
Procedure performed: robotic sleeve. Event description: 15mm trocar that had the seal break off into a patient. Additional information was received via email on 26oct2023 from applied account manager: the entire seal housing or cap did not detach. Pieces fell into the patient. All pieces were retrieved from the patient. There were black and clear pieces. The entire seal was fell out not the double duckbill. [Competitor device] stapler was being used on the 3rd load at the time of the incident. A 5 mm grasper, [competitor device] stapler, and 5mm suction cannula were being used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. No patient injury occurred. Finished case with a new seal on original cannula. Additional information was received via email on 01nov2023 from applied account manager: no seal components were cut or removed by the customer. I¿m assuming the stapler is what caused the seal to come off as they entered the third load into the trocar. Yes, it was the black and clear piece of the seal, but not the double duckbill part. Seal housing is available for return. Cannula was discarded after the case. Type of intervention: finished case with a new seal on original cannula. Patient status: patient is fine.